Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.75 x 28mm synergy xd drug-eluting stent was advanced and deployed without any issues. However, when pulling the stent balloon out of the patient's body over a non-boston scientific (bsc) guidewire, it was noted that the monorail portion separated from the stent shaft at the point where the monorail portion was fused. The monorail portion remained on the wire inside the guide, and everything was pulled out in one piece; and nothing was left inside the patient's body. In addition, there were no noticeable damage observed on the shaft of the stent delivery device prior to deployment. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.